Event description:
It was reported by the rep that the one er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the device was throwing clips out. It was reported that the device was not firing properly. The case was completed with another device and with no pt consequence.